Event description:
A 57 yr. Old found to have murmur on preoperative assessment for back surgery. Echocardiogram showed to have critical aortic stenosis. Valve replacement performed in 1999. Postoperatively several echocardiogram showed a large gradient as well as a perivalvular leak and was taken back to or 2 wks later.